Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. It was reported that epoprostenol was used an anticoagulant. Epoprostenol is not an anticoagulant but a drug preventing platelet aggregation. The instructions for use (IFU) of the prismaflex sets mentions the "anticoagulation line", so the epoprostenol should not be injected from the anticoagulant line. Products containing epoprostenol have a ph level superior to 10 and are not compatible with polyethylene terephthalate (pet) component. Simulation tests were performed during the investigation of the ncr (2017) and confirm the possible incompatibility of products containing epoprostenol with the petg material of the luer connector at the anticoagulation line of prismaflex sets. It is mentioned in the instructions for use of the prismaflex sets: ¿use only drugs compatible with plastic listed in the specifications section. Some plastics can be incompatible with drugs when in contact with solutions with ph > 10". The likely cause of the reported event was associated with use error in terms of selecting epoprostenol, a non-compatible anticoagulant. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) the anticoagulation line of a prismaflex hf20 set, was cracked resulting in blood backing up into the circuit and dripping onto the floor. It was reported that epoprostenol was used as anticoagulant. The amount of blood loss was not reported. Crrt was discontinued and the patient was placed on ECMO. According to the reporter, a hairline crack on the right side of the green connector "not on the side where the stop cock is located" was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.